Event description:
It was reported that balloon deflation failure and catheter removal difficulties were encountered. The target lesion was located in the straight, diffused superficial femoral artery. After a v18 guide wire and two non-bsc guide wires crossed the lesion, a 5.0mmx60mmx80cm (4f) sterling balloon catheters was advanced for pre-dilatation. The balloon was inflated at 8 atmospheres. However, after inflation, the physician was not able to deflate the balloon. The balloon was withdrawn in inflated state to the f5 11cm non-bsc guide sheath. The physician then used a biopsy needle to puncture and remove the balloon. No patient complications were reported.

Event description:
It was reported that balloon deflation failure and catheter removal difficulties were encountered. The target lesion was located in the straight, diffused superficial femoral artery. After a v18 guide wire and two non-bsc guide wires crossed the lesion, a 5.0mmx60mmx80cm (4f) sterling balloon catheters was advanced for pre-dilatation. The balloon was inflated at 8 atmospheres. However, after inflation, the physician was not able to deflate the balloon. The balloon was withdrawn in inflated state to the f5 11cm non-bsc guide sheath. The physician then used a biopsy needle to puncture and remove the balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and contrast and blood in the balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The outer sheath was stretched down 8.9cm from the tip for 3mm. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. There was a longitudinal tear 2mm long at the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.